Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The device was received and it was found to be beyond the life expectancy, which is 18 months. The device is out of warranty; therefore, the complaint could not be confirmed.

Event description:
Customer alleges the device is not charging properly. Usage of the device at the time of the alleged malfunction is unknown. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer, however the investigation of said device is still in pr ogress at the time of this report. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer alleges the device is not charging properly. Usage of the device at the time of the alleged malfunction is unknown. There was no report of patient involvement.